Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas e411 disk. The patient sample was tested across three different cobas e411 analyzers on four separate occasions. On 24-jun-2021, the sample generated a result of 7.68 coi (reactive). On (B)(6) 2021, the sample generated a result of 7.34 coi (reactive). On (B)(6) 2021, the sample generated a result of 5.30 coi (reactive). On (B)(6) 2021, a cross-match test was performed, generating a result of 5.49 coi (reactive). Polymerase chain reaction (pcr) testing of the sample was negative.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation was limited as no sample material was available for further analysis. Calibration signals for the reagent lot used were within expected ranges, and quality control data showed no significant deviations. A definitive root cause for the reported event could not be determined. It is noted that anti-hcv antibodies can remain detectable for a lifetime, even in the absence of detectable hcv rna due to the lack of active viral replication. Repeatedly reactive samples must be investigated by supplemental methods according to the method sheet. The device remains in operation at the customer site.